Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure while inserting a screw, the tip of the screwdriver broke off. The broken tip is stuck in the screw. It was reported the surgeon was tightening in a normal manner. The surgeon was able to use a rod holder to remove the screw. All broken fragments were retrieved. There was no implant to the patient. The procedure was delayed for approximately 10 to 15 minutes. This event did not require additional medical treatment.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Manufacturing evaluated the device; the screwdriver tip broke off due to excessive mechanical force during insertion. The screw head itself is badly damaged. Further investigation regarding the manufacturing documents shows conformity to the specifications. The broken surface is homogeneous which indicates material conformity. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.